Manufacturer narrative:
The reported event is confirmed manufacturing related. Received 1, 2-way all silicone foley catheter. Visual inspection noted the balloon was ruptured around all diameter. This does not meet specification which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed." The potential root cause for this failure, per CAPA 12866756, is: 1. Silicone balloon molding pin configuration when removing the balloon from the mold. 2. The inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12866756. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter balloon deflated and it dislodged by itself without clinical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter balloon deflated and it dislodged by itself without clinical intervention.